Manufacturer narrative:
(B)(4). Information received regarding the event: procedure? Oncological throat &neck resection. How was the bleeding controlled? Another mcm20 was used. Any blood products given to the patient? Unknown.

Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the impression was that the clips had some sharp edges which cut on the blood vessels. It is unknown how the procedure was completed. There were no adverse consequences for the patient.